Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 6th september 2016. The device performed to specification throughout the investigation. The device was returned with the reported fault of ¿red status indicator flashing with pad-pak before expiry¿. There was no evidence in the history log of the device failing any self-tests which is the normal condition under which the red status indicator would be flashing along with a failure chirp.the returned device performed to specification throughout testing at heartsine. Furthermore, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. No fault was observed. The device was further stressed by placing the device in a humidity chamber set at 50°c 95%rh for 48 hours while performing a self-test every 20 minutes. All log entries were successfully recorded and the status led flashed green as normal throughout. This testing equates to approximately 9.5 years of self-tests under stress without fault. Additionally, the returned pad-pak was measured and found to be consistent with an expiry date of january 2023. This pad-pak would not have caused a self-test failure and therefore a flashing red status led. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
Red status indicator flashing with pad-pak before expiry. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing with pad-pak before expiry. There was no patient involved in this event.